Manufacturer narrative:
[(B)(4)].

Event description:
Revision of the femoral component was necessary because of loosening and bad function of the hinge. The hinge part of this femoral component seems to be a little tight directly after the removal.